Event description:
The port was implanted 4/22/96, for IV/ig access. The pt reported the dr was unable to aspirate or infuse the port and that the port pocket did not heal properly. The pt reported receiving urokinase three times in an unsuccess attempt to declot the port.